Event description:
The facility reported false air in alarms. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional info is known.